Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip close cable was frayed at the distal pulley. The frayed strands stuck out at the instrument's wrist. Additionally, the same grip cable was derailed from the distal idler pulleys. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci myomectomy procedure, a frayed wire was noticed while checking a prograsp forceps instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.